Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead revealed noise and a decrease in pacing impedances from 650 ohms to 250 ohms. A review of an electrogram (egm) revealed the right atrial (ra) lead also exhibited noise and that the patient had an underlying intrinsic rhythm of 40 beats per minute (bpm) with no pacing inhibition. Subsequently the noise was misinterpreted by the device and provided inappropriate anti-tachycardia pacing (atp) therapy to the patient. In addition, the rv amplitude signal dropped from 10 to 5 mv. A lead insulation issue was suspected. An x-ray was performed and confirmed that the ra lead insulation appeared to have a tear near the clavicula due to an interrupted wire. All diagnostic information revealed a problem of the ra and rv lead. A lead revision was recommended and will be performed in the near future. The ra and rv leads remain implanted at this time. No additional adverse patient effects were reported. Approximately two days later, an x-ray was reviewed and confirmed that the right ventricular (rv) lead had a visible break as well as high pacing impedances greater than 2,000 ohms. A revision procedure was performed and the defibrillation lead was deactivated and replaced while the pace/sense lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time the pace/sense lead remains in service while the defibrillation lead was deactivated and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.